Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation. Stent dislodgement was confirmed. Based on a visual/dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stent dislodgement reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the 3.5x38mm xience xpedition stent delivery system (sds) was about to be inserted into the guiding catheter, it was noted that the stent implant was not on the balloon. The dislodged stent implant was found on the stylet, inside the protective sheath. Reportedly, there was no resistance noted during removal of the device from the dispenser coil, and no resistance noted during removal of the stylet or protective sheath from the balloon. The device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A 3.5x33mm xience xpedition sds and a 4.0x12mm vision sds were used to successfully complete the procedure. There was no additional information provided.